Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had something lodged in the scope that was unable to be removed. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields: b5, d8, d9, h3, h4, and h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device due to a clogged biopsy channel, but the type of the material or root cause could not be identified. The event can be prevented by following the instructions for use which state: "inspection of the instrument channel. Avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing of a therapeutic colonoscopy, polypectomy procedure. There was a slight delay reported to switch out the scope, however, the procedure was able to be completed using a similar device and there were no reports of patient harm.